Event description:
On (B)(6) 2024, the hospital requested support for a revision surgery. Reportedly, the recipient had at least two periods of meningitis. The medical team suspected that the periods of meningitis were related to a cefalorraquideus (cerebrospinal) fluid fistula. According to this theory, a revision surgery took place to inject a fluorescent organic component (flouresceina) and a fistula in the right ear was diagnosed. Then the surgeons opened the right ear and did a petrosectomy to have full access to the middle ear. A fistula was identified in the stapes plate and in the round window. The stapes was blocked with fascia and tissucol, the round window was closed with the form 24 stopper. The implant got damaged during the revision surgery due to cutting the electrode lead in the mastoid bone bed. The recipient was re-implanted with a new device during the revision surgery on (B)(6) 2024. The medical issue seemed to be resolved after fistula repair.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient suffered from several episodes of meningitis in the setting of a cochlear malformation and two csf fistulas. The recipient underwent a surgery for fistula repair and has been re-implanted with a new device as the implant was damaged during the surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On the 30-jul-2024 the hospital request support for a revision surgery. The recipient had at least two periods of meningitis. Medical team suspected that the periods of meningitis were related to a cefalorraquideus (cerebrospinal) fluid fistula. As a result of the opening of the wound, the implant got damaged due to cutting the electrode cable in the mastoid bone bed. A new device was implanted. The recipient will be activated the next month (august/september) following standard follow-up procedure in this clinic. Medical issue seemed to be resolved after fistula fixation.